Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a e227 endoscope malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit causes e227 (endoscope malfunction). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a horizontal noise in the video image. The issue occurred during inspection for use. There were no reports of patient involvement.